Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal (3.8mm) did not load properly. A replacement device was used to complete the procedure and there was no harm to the pt.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number - (B)(4).